Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that protector p15j leaked on 3 occasions. The following information was provided by the initial reporter: the hcp attached protector to a vial of 5fu and aspirated the solution into a syringe; during this operation, leakage was observed from the connection to the protector. This leakage incident occurred in 3 products.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-08. H6: investigation summary: three protectors were returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane ad the needle properly penetrated the vial stopper on two samples, one sample was noted to have penetrated the stopper slightly off center. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated.. Based on our investigation, we cannot identify a root cause related to our manufacturing process at this time. The protector must be completely vertical when attaching onto the vial, the m12 assembly fixture is recommended to ease the connection of the protector to the vial.

Event description:
It was reported that protector p15j leaked on 3 occasions. The following information was provided by the initial reporter: the hcp attached protector to a vial of 5fu and aspirated the solution into a syringe; during this operation, leakage was observed from the connection to the protector. This leakage incident occurred in 3 products.